Manufacturer narrative:
The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump alarmed and had a blurred screen during use. The biomed found 2 improper shutdowns in the history. There was no reported adverse event.